Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for depression. It was reported that one of the patient's ins batteries depleted twice as fast as the other. Patient services indicated that this might have been due to programming and directed the patient to follow-up with their healthcare provider. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating it was unknown which ins was depleting faster than the other since both ins's were implanted at the same time.